Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The 33mm in length target lesion was located in the severely tortuous, mildly calcified and 2.5mm left anterior descending artery. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced; however, difficulty crossing the lesion was encountered, then the stent was dislodged to the wrist. The patient was then sent for surgery to remove the dislodged stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 33mm in length target lesion was located in the severely tortuous, mildly calcified and 2.5mm left anterior descending artery. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced; however, difficulty crossing the lesion was encountered, then the stent was dislodged to the wrist. The patient was then sent for surgery to remove the dislodged stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. The stent was not returned for analysis. Based on additional information provided, the stent was disposed at the customer¿s facility. There were no reported stent securement issues associated with this complaint. As part of analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon body was reviewed and the balloon folds on the proximal to mid-section appeared relaxed confirming that the balloon was most likely partially inflated at some point during the procedure. This would have initiated stent dislodgement. There was evidence of medium resembling blood in the balloon folds. The distal folds were in a tightly folded position. Crimp stent markings were evident on the exposed balloon body indicating that the stent was firmly crimped on the balloon prior to detachment. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).